Manufacturer narrative:
Per (B)(4), it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. Number of people exposed: 1 - patient 1 - medtronic representative present total number of people in or unknown estimated absorbed or effective dose information is not available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when the site turned the imaging system off and back on the cp processor had a loading issue. The system may not have been completely shut down before they restarted it. The field service engineer restarted the imaging system multiple times and could reproduce the issue when the system did not fully shut down. The imaging system was fully functional. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system took an image in the ap orientation, but the image showed on the mobile view station (mvs) slanted. They restarted to attempt to fix the issue, but after that the middle bar on the image acquisition system (ias) would not go ready. Another imaging system was brought in to finish the case. Later examination found that the radiologic technologist (rt) rotated the image on accident and didn't know how to rotate it back. There was no patient impact reported and a 25 minute delay to surgery.